Event description:
It was reported that the right coronary artery was predilated with a 2.0x15mm balloon then a 2.5x15mm balloon. The 3.25x33mm otw xience xpedition crossed the target lesion, but the balloon on the stent delivery system (sds) would not hold pressure. It was thought that there was a hole in the sds balloon. The sds held enough pressure to deploy the stent with repeated inflations, but the deployed stent was not fully apposed to the wall. There was no difficulty removing the sds from the deployed stent. Two post dilatation otw balloons, 3.5x15mm nc trek, then 3.75x12mm nc trek were used to fully appose the xience xpedition stent. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however, there was a tear in the inner member which is likely what was perceived as the balloon rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.